Event description:
I have been using the amo moisture plus solution for a few months at least. I went to my eye doctor a few months ago with eye pain and redness and he said it was pink eye. Gave me antibiotics and it helped a little. Didn't wear my lenses for a couple of weeks and improved. After beginning to wear a new set of lenses, the redness, tearing and pain started again. I went back to my doctor and he said it must be allergies and gave me patanal. It didn't help. If I wore my lenses for more than 3 days -not at night- it would get terribly red and painful. It was mostly my left eye but would go into the right eye also. I went to my family practitioner and mentioned my eye and she said it looked like something was growing over it or dry eye. She sent me to an optometrist. He said it was dry eye. Nothing has seemed to help and they continue to get red. Since the recall, I have switched solutions and I have seen a little improvement. I still have the sensation that there is a film over the left eye. I went back to the eye doctor after the recall and he said he didn't see an infection, but still dry eyes and I have some kind of bumps on my inner eyelid. He told me to use patanol at night. I still have eye pain and redness though. Dates of use: approx five months in 2007. Diagnosis: soft contacts. Event abated after use stopped: no. Event reappeared after reintroduction: yes.